Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed and found image noise occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction of no image was due to deformation of the plug unit (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image during reprocessing. There were no reports of patient involvement.